Event description:
Info received indicates the overhead lift appears to have some build-up of oil on the end plate seam.

Manufacturer narrative:
A third party tech replaced the lift motor and cleaned the oil residue from the plate and casting to repair the lift.